Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that they were experiencing low blood glucose level 25-30 mg/dl which was treated with glucose tablet. Customer alleged that insulin pump was over delivering. The insulin pump was in use within 48 hours of reported low blood glucose level. Customer was not using auto mode on insulin pump. The insulin pump had cracked retainer ring. Reservoir was not able to lock into place when inserted into insulin pump. Device will be returned for analysis.

Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08715 inches. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4).